Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had broken proximal to the eyelet. A visual inspection revealed that the anchor had broken proximal to the eyelet. There was significant debris on the sutures. The insertor did not have any visual issues. A review the certificates of compliance found that the lots conformed to the quality requirements as indicated in the specific approved drawings and inspection instructions for each item. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected using a magnification lamp for embedded particulates, dust, contaminants, foreign matter, voids, and burn marks. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, improper preparation of the insertion site, or off-axis insertion.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during repair of shoulder instability, the anchor in the osteoraptor was broken when implanted. The procedure was successfully completed without delay using a back-up device. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.